Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic cholecystectomy- "trocar was used per routine use, upon removal from the abdomen it was noted to be broken/ shattered at the tip. Team "reassembled" and believed no pieces to be left behind." Patient status- "no issues - patient notified by physician".

Manufacturer narrative:
Investigation summary: the obturator of the event unit was returned for evaluation and the customer's experience was confirmed. An additional unit was also returned but there were no signs of damage; the unit met current specifications. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Additional information was received via email on september 1,2016. Cannula tip broke and there was no excessive force upon insertion, the patient had a body mass index (bmi) of (B)(6), no unusual torquing- no instruments, only the camera, had been used as this occurred upon entry to the abdomen, it split shortly after entry to the abdomen. In the operating room in the supine position under general anesthesia, the patient was prepped and draped in the usual sterile fashion. Towel clips were placed on either side the central umbilical skin & an umbilical incision was made. Direct visualization was used while a visiport was introduced with direct visualization. With my left hand downward pressure was exerted on the camera within the visiport while using the right hand to prevent sudden or uncontrolled entrance to the abdomen & associated injury". "At this point the tip of the visiport split, allowing the camera to enter the abdomen suddenly & in an uncontrolled fashion. The right hand maneuver to prevent sudden entry like this did not work due to the device failing. At this point there was concern for penetrating injury from the camera & for pieces of the device left in the abdomen." "The abdomen was accessed using a combination of the open insertion technique with direct visualization. Four-port technique was used. The entry site & abdominal contents were visualized with the camera from the epigastric port & no entry injury was seen. Fluoroscopy showed no retained pieces of trocar."